Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient was not wearing a pod prior to going to the hospital due to they had damaged their controller and had no back up method for insulin delivery. Symptoms reported include shortness of breath, elevated heart rate, stomach pain, back problems and dry mouth. Once at the hospital the patient was diagnosed with dka and atrial fibrillation. The patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital after 4 days.